Manufacturer narrative:
(B)(6). This report is filed june 2, 2016.

Manufacturer narrative:
This report is filed, may 23, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.